Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump received power loss alarm. The customer¿s blood glucose level was over 400 mg/dl. Troubleshooting was done for alarm. The customer was in hospital. Customer reports insulin pump was alarmed during call. The insulin pump will be returned for analysis.